Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the drill bit ø2.5 calibr l230/205 3flute f/ was broken. Fragment was not received in the evidence provided. The allegation of embedded device was not confirmed as no postoperative images to assess the condition were provided. A dimensional inspection for the drill bit ø2.5 calibr l230/205 3flute f/ was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2.5 calibr l230/205 3flute f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 315.920 lot : f-23763 release to warehouse date : 08.mar.2018 expiration date : na supplier: (B)(4) manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter facility name:(B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a fracture of the pelvis acetabulum. After implanting a j-plate, the drill bit in question broke while drilling toward the ischium. The broken fragment was left in the patient¿s body at the surgeon¿s discretion because removing the fragment was difficult, and it was not assumed to cause a problem if left in the patient's body. The diameter of the drill bit was 2.5 mm, and the size of the broken fragment was about 3-4 cm. The surgery was completed successfully within a 30-minute delay. The patient outcome was reported to be stable. Regarding the event, the surgeon commented: when drilling toward ischium, drilling was difficult due to the narrow area suitable for drilling, and the drill bit broke off because the drill bit was deflected while drilling. This report involves one 2.5mm three-fluted drill bit qc/230mm/200mm calibration. This is report 1 of 1 for (B)(4).